Event description:
It was reported that during a procedure of the moderately calcified, right coronary artery, the rx trek was being inflated and the shaft separated at the hub. Contrast was noted leaking at the separation. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht whisper ms; other: co-pilot y-kit. The trek catheter was not returned for analysis which may have aided in the investigation. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that a subsequent application of force or further handling can cause a separation. In this case, it is possible the hub and hypotube of the catheter were inadvertently handled during advancement of the catheter in the anatomy, resulting in the hypotube kinking at the strain relief tubing as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. Further manipulation would have contributed to the hypotube ultimately separating causing a leak. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for separations or leaks. All products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity.